Event description:
During an incident on 9/11/00 involving a 55 year old pt experiencing chest pains, this defibrillator prompted "check electrodes" visually and audibly, but was displaying "text book vfib". The pt was transported to a hosp alive with chest pains. The customer said the problem did not affect pt outcome.

Manufacturer narrative:
The defibrillator was returned with an r2 (non-laerdal) pt cable with an ECG output box for monitoring. Using the returned pt cable, the defibrillator assessed a treatable rhythm and began to charge, then displayed and voiced "check electrodes". Using a known good hs3000 pt cable, the defibrillator operated properly for pt treatment. The r2 cable was found to increase the impedance to the extent that it caused a "check electrodes" condition. The "check electrodes" message is displayed if ECG monitoring electrode impedance is less than 250 ohms or greater than 2500 ohms or intermittent impedance (noise) is sensed indicating faulty electrode, contact or connection. The hs3000 operating instructions explains this prompt and what to do should it be experienced. The returned mcm did not contain incident info. The customer was sent a letter explaining our eval. This report is the result of a retrospective complaint review by lmc. It is timely filed under lmc's revised MDR procedure and its written commitment to the agency, each of which has resulted from laerdal's receiving info relating the agency's current thinking with respect to MDR regulation interpretation and enforcement policy.